Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved openings. A leak test was perform and were found two openings. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage, a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening and partial delamination of diaphram flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A smooth crease opening assessed as fold flaw opening. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.